Event description:
It was reported that the cartridge was leaking from the o-ring. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issue.